Event description:
It was reported that as the catheter was introduced into the pt's subclavian vein over the spring wire guide, the physician noticed that the proximal end of the wire was no longer visible. When the catheter was removed the wire guide was no longer in the catheter and had embolized in the pt's vasculature. The wire guide was successfully removed in interventional radiology. There were no additional complications. It appears that this event is user related, since the wire guide was intact when removed.